Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l1 kyphoplasty procedure in a patient diagnosed with compression fracture due to primaryosteoporosis. It was reported that after the balloon was inflated, the balloon was deflated for cement filling. The plan was to remove only the balloon, but the right side could not be removed. Because the entire outer tube (cannula) was about to be pulled out backward, the advice to the doctor was to remove the balloon while holding the outer tube down. However, since the entire outer tube inevitably moved, the advice was to remove the entire outer tube once. Upon checking the deflated balloon, it was discovered that it had deflated in a distorted, rounded shape. The cement had also hardened, and it was determined that it would be difficult to refill it, so it was decided to open a new one for the entire kit and have the procedure proceed from scratch. There was no patient symptom reported. There were no further complications reported regarding the event. Event occurred during a bkp procedure. Confirmed that the cement had hardened over time.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. G2: country of origin japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.